Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the pump usb port. The customer did not observe any visible damage to the usb port. Subsequently, the customer as unable to charge the pump. The customer stated that the stress of not being able to charge the pump had caused a rise in blood glucose levels (220 mg/dl). The customer delivered a bolus via the pump. It was indicated that the customer would continue to use the pump until the replacement pump was received. The customer also stated that manual injection supplies were available for backup.